Event description:
The patient contacted lifescan (lfs) in 2005 and alleged that their one touch profile meter kept giving the clean test area message. During troubleshooting with the patient, the customer service agent verified that this was not a new product. The clean test area message was not resolved with troubleshooting. The patient did not receive any medical attention or treatment and there was no intervention. They had not taken any actions following the attempted use of the meter. Based on the information provided by the patient, there is an indication that the product has malfunctioned since the clean test area message was not resolved with troubleshooting. However, there is no information to suggest that the patient experienced injury due to the product and there is no report of adverse event . Therefore, this case is reported as a meter malfunctioned. A replacement meter was sent to the patient.